Event description:
Reporting rationale: serious injury - medical intervention. Reporting status: perforation requiring medical intervention. Device issue: none. It was reported that the pt arrived with chest pain. The procedure was treat a possibly re-stenosed vision stent, in the m4 of the circumflex. An attempt was made to place a 2.25 x 15 mm minivision stent, using a bmw universal guide wire, but the minivision failed to cross the previously implanted stent. When the stent delivery system and the guide wire were removed from the pt, a perforation was observed. A surgeon was called in to place coils to seal the perforation. A cd of the procedure was returned for review. Based on the cd review, it appears that the guide wire may have caused the perforation. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Cine review suggests that the universal bmw device may have caused the perforation due to the location of the perforation in relation to the guide wire position. Vessel trauma, to include a perforation, is a potential hazard described in the IFU and is not generally associated with a guide wire quality issue. A perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. Moving the guide wire against resistance would be required to perforate and the IFU warns not to move the guide wire against resistance although case circumstances can cause unexpected guide wire movement against resistance. The mini vision crossing difficulty and reported stent damage may have indirectly had an affect on guide wire positioning and movement although the exact factors that caused the perforation could not be determined; therefore, no indication of a quality issue associated with the perforation, no mfg related root cause can be determined. The rx vision indicated in the event description and in concomitant medical products is being reported under MFR # 2024168-2008-00232.